Event description:
On (B)(6) 2011 customer reported that the sample probe was leaking on the dxh 800 instrument. There were no reports of injuries and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the rinse lines were pinched. Fse released the rinse lines and the issue was resolved. There have been no further leaks reported.

Manufacturer narrative:
(B)(4).